Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the simplicity that corresponds to this compliant was received inside the original folding carton. The patient stickers, implant notification card, and a lens taped to a piece of paper were received. During a visual inspection, the device was inspected under magnification. The compliant simplicity was visually inspected under magnification revealing that the cartridge tip was damaged. Ovd was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected, and no issues were identified. The lens was removed from the tape it was received on, cleaned, and inspected, and was observed to be torn with 2 detached haptics, one haptic was missing. The lens was also observed to be damaged. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
After implanting the dib00 model intraocular lens (iol) in the patient¿s ocular dexter (right eye), the surgeon reported the trailing haptic was missing. When removing the iol, the doctor had issues cutting the lens and the incision was enlarged. There was a procedural delay of twenty (20) minutes; however, there was no sutures and no vitrectomy. Patient status post procedure was reported as temporarily impaired. No further information is available.